Manufacturer narrative:
(B)(4)

Event description:
A company representative was on site performing troubleshooting on a physician's tablet. The tablet was having difficulties interrogating a generator. The company representative connected another wand and usb cable to the physician's tablet and was able to interrogate the generator without issues. The physician's programming wand and new usb cable was connected and was able to interrogate. The faulty serial cable was attached to they physician's wand and attempted to interrogate again; however, it did not work. The physician was provided a new cable and the event resolved. The serial cable has not been received for analysis to date.